Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous stenting treatment procedure the catheter stuck to the guide wire. The 90% stenosed lesion was located in the moderately tortuous right common iliac artery. The physician encountered resistance while advancing the 8.0x60x75cm express vascular ld pre-mounted stent delivery system (sds) over a non-bsc guide wire towards the lesion. The physician discontinued advancing the device and decided to remove the express vascular ld sds, however, the express vascular ld sds was stuck to the guide wire. As the physician attempted to withdraw both devices, the express vascular ld stent became stuck in the non-bsc introducer sheath. The physician removed the express vascular sds, guide wire and the introducer sheath as a unit to complete the procedure. No patient complications were reported and the patient¿s status is good. This product is only ous approved but it is similar to an approved us device